Event description:
It was reported that a small volume intermate had a black mark on the filter. This was identified during storage. The device was filled with an unspecified amount of ceftazamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured april 16, 2015 to april 20, 2015. Visual inspection was performed and identified a black mark on the filter of the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.